Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative).

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate signal artifact monitoring (sam) events from this cardiac resynchronization therapy pacemaker (crt-p). These events had resulted in the minute ventilation (mv) sensor signal being automatically disabled. Ts noted that both the right atrial and ventricular pacing impedance were high, and out-of-range (>3000 ohms). Potential reprogramming options were provided, as well as recommendations for assessing the system integrity at the next in-clinic follow-up appointment. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate signal artifact monitoring (sam) events from this cardiac resynchronization therapy pacemaker (crt-p). These events had resulted in the minute ventilation (mv) sensor signal being automatically disabled. Ts noted that both the right atrial and ventricular pacing impedance were high, and out-of-range (>3000 ohms). Potential reprogramming options were provided, as well as recommendations for assessing the system integrity at the next in-clinic follow-up appointment. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.